Event description:
Starting the lotus procedure, while introducing the catheter abdominal bleeding occurred just above the bifurcation right illiac/abdominal. Safari wire 2 was used. During introduction of the catheter the lv was in view (usual practice of the centre) wire was not buckeling. Second operator had tension on the wire while advancing. Some resistance was felt by the first operator. Moved table to have a look at illiacs. Valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred, a 30mm balloon was placed. Vascular surgeon came in but said it was too much damage to fix. Finally the patient did not survive. Physicians think it had not to do with the device. Should have stopped advancing the first moment resistance was felt.

Manufacturer narrative:
Lot'#: 336933, device manufacture date (mm-dd-yyyy): 06-08-2016, expiration date (mm-dd-yyyy): 05-31-2018. Lot'#: 355511, device manufacture date (mm-dd-yyyy): 10-11-2016, expiration date (mm-dd-yyyy): 09-11-2018. Lot'#: 342833, device manufacture date (mm-dd-yyyy): 07-12-2016, expiration date (mm-dd-yyyy): 06-30-2018. A review of the manufacturing documentation for lot#336933, 355511 or 342833 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint trend review was completed no trend was identified. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing facility therefore a technical review could not be performed. Based on the investigation and complaint review two root cause classifications have been assigned to this complaint "user/ user error" and "caused by other" per csop0058 "user/ user error" is defined as when "confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user." The complaint description details that "some resistance was felt by the first operator" lotus IFU clearly instructs "do not insert or remove device if resistance is noted." The event description also acknowledges that the user "should have stopped advancing the first moment resistance was felt". Per csop0058 the complaint is "caused by other" when "the complaint investigation indicates another device/drug/subsequent procedure caused the complaint event" the event description details "valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred". This indicates that the introducer sheath was not the cause of the abdominal bleeding but rather the lotus valve and safari wire. The event description also acknowledges that "physicians think it had not to do with the device" based on a review of the risk documentation and based on this complaint investigation no updates are required to the failure modes and effects analysis documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following "it is difficult to make sense of this one. The valve is stated to have perforated the wall. This suggests that the lotus sheath had come back out of the artery. It must have taken considerable force to push the valve and introducer through the arterial wall. Is there any further information as to whether there was pvd or calcification? Was it the sheath or the valve and valve introducer that went through the wall? It does not sound like it was a problem related to the design and manufacture of the sheath or due to failure of the sheath unless the sheath split within the blood vessel." Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer

Event description:
Starting the lotus procedure, while introducing the catheter abdominal bleeding occurred just above the bifurcation right iliac/abdominal. Safari wire 2 was used. During introduction of the catheter the lv was in view (usual practice of the centre) wire was not buckling. Second operator had tension on the wire while advancing. Some resistance was felt by the first operator. Moved table to have a look at illiacs. Valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred, a 30 mm balloon was placed. Vascular surgeon came in but said it was too much damage to fix. Finally the patient did not survive. Physicians think it had not to do with the device. Should have stopped advancing the first moment resistance was felt.

Manufacturer narrative:
Note: the reason for this update is to add lot information. On 07th of march 2017, it was confirmed that the lot number of the device involved in this incident was lot# 330059. The expiry date and UDI information have in turn been updated. A review of the manufacturing documentation for lot# 330059 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint trend review was completed no trend was identified. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing facility therefore a technical review could not be performed. Based on the investigation and complaint review two root cause classifications have been assigned to this complaint "user/ user error" and "caused by other" per csop0058 "user/ user error" is defined as when "confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user." The complaint description details that "some resistance was felt by the first operator" lotus IFU clearly instructs "do not insert or remove device if resistance is noted." The event description also acknowledges that the user "should have stopped advancing the first moment resistance was felt". Per csop0058 the complaint is "caused by other" when "the complaint investigation indicates another device/drug/subsequent procedure caused the complaint event" the event description details "valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred". This indicates that the introducer sheath was not the cause of the abdominal bleeding but rather the lotus valve and safari wire. The event description also acknowledges that "physicians think it had not to do with the device" based on a review of the risk documentation and based on this complaint investigation no updates are required to the failure modes and effects analysis documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following "it is difficult to make sense of this one. The valve is stated to have perforated the wall. This suggests that the lotus sheath had come back out of the artery. It must have taken considerable force to push the valve and introducer through the arterial wall. Is there any further information as to whether there was pvd or calcification? Was it the sheath or the valve and valve introducer that went through the wall? It does not sound like it was a problem related to the design and manufacture of the sheath or due to failure of the sheath unless the sheath split within the blood vessel." Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Initial complaint description: 'starting the lotus procedure, while introducing the catheter abdominal bleeding occurred just above the bifurcation right iliac/abdominal. Safari wire 2 was used. During introduction of the catheter the lv was in view (usual practice of the centre) wire was not buckling. Second operator had tension on the wire while advancing. Some resistance was felt by the first operator. Moved table to have a look at illiacs. Valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred, a 30mm balloon was placed. Vascular surgeon came in but said it was too much damage to fix. Finally the patient did not survive. Physicians think it had not to do with the device. Should have stopped advancing the first moment resistance was felt.'

Manufacturer narrative:
Lot'#: 336933, device manufacture date (mm-dd-yyyy): 06-08-2016, expiration date (mm-dd-yyyy): 05-31-2018. Lot'#: 355511: device manufacture date (mm-dd-yyyy): 10-11-2016, expiration date (mm-dd-yyyy): 09-11-2018. Lot'#: 342833: device manufacture date (mm-dd-yyyy): 07-12-2016, expiration date (mm-dd-yyyy): 06-30-2018. Lhr review is ongoing. New batch numbers received on 11th- jan-2017. Awaiting lhr from vendor at this time. Report will be updated when this information is received. A similar complaint trend review was completed no significant trend identified. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned therefore a device review could not be completed. Based on the investigation and complaint review, two root cause classifications have been assigned to this complaint "user/ user error" and "caused by other" "user/ user error" is defined as when "confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user." The complaint description details that "some resistance was felt by the first operator" lotus IFU clearly instructs "do not insert or remove device if resistance is noted." The event description also acknowledges that the user "should have stopped advancing the first moment resistance was felt". The complaint is "caused by other" when "the complaint investigation indicates another device/drug/subsequent procedure caused the complaint event" the event description details "valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result, a major bleeding occurred". This indicates that the introducer sheath was not the cause of the abdominal bleeding but rather the lotus valve and safari wire. The event description also acknowledges that "physicians think it had not to do with the device" based on a review of the risk documentation and based on this complaint investigation, no updates are required to the failure modes and effects analysis documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following "it is difficult to make sense of this one. The valve is stated to have perforated the wall. This suggests that the lotus sheath had come back out of the artery. It must have taken considerable force to push the valve and introducer through the arterial wall. Is there any further information as to whether there was pvd or calcification? Was it the sheath or the valve and valve introducer that went through the wall? It does not sound like it was a problem related to the design and manufacture of the sheath or due to failure of the sheath unless the sheath split within the blood vessel." Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Starting the lotus procedure, while introducing the catheter, abdominal bleeding occurred just above the bifurcation right illiac/abdominal. Safari wire 2 was used. During introduction of the catheter the lv was in view (usual practice of the centre) wire was not buckling. Second operator had tension on the wire while advancing. Some resistance was felt by the first operator. Moved table to have a look at illiacs. Valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred, a 30mm balloon was placed. Vascular surgeon came in but said it was too much damage to fix. Finally the patient did not survive. Physicians think it had not to do with the device. Should have stopped advancing the first moment, resistance was felt.